Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away as a result of diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The insulin pump was not available to be returned for analysis. Nothing further was reported.